Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, when crossing the lesion, the device was fractured. The device was removed from the patient's body and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, when crossing the lesion, the device was fractured. The device was removed from the patient's body and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 76.1cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.